Event description:
Cin rec'd medwatch stating, "clips do not meet, overlap when applied to tissue. Another unit was opened and used." There was no consequence to the patient.

Manufacturer narrative:
Tracking# 50625.